Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit, verification of sterilization, and packaging for subject catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit. Device was discarded and not returned. The cause of the catheter migration is unknown. Per the instructions for use of the device, catheter migration is a known possible risk of use of the device. Internal complaint number: complaint (B)(4).

Event description:
Information was received reporting a catheter replacement as a result of "displaced from intrathecal space". Clinical specialist (cs) reported that the patient was having great relief post implant, then reported no relief. The catheter was replaced and the original catheter was discarded. Cause of the catheter migration is reportedly unknown.